Manufacturer narrative:
Patient identifier and weight not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report from the (B)(4) on july 12, 2016, stating that cultures taken from a patient showed m. Chimaera infection. The patient had undergone a surgical valve replacement procedure in 2013 that involved a sorin heater-cooler system 3t. A new replacement valve is required. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report from the (B)(4) on july 12, 2016, stating that cultures taken from a patient showed m. Chimaera infection. The patient had undergone a surgical valve replacement procedure in 2013 that involved a sorin heater-cooler system 3t. A new replacement valve is required.

Manufacturer narrative:
The manufacture date provided in the initial report, filed august 5, 2016, was incorrect. The correct manufacture date is: 04/20/2012.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The affected device was returned to livanova (B)(4) for evaluation and the reported contamination was confirmed. The device underwent a cleaning process and subsequent testing did not identify further contamination in the device. A new heater-cooler system 3t was sent to the customer. Several attempts were made to obtain additional information regarding this incident, including patient data and status, test results, and details regarding the cleaning protocols for the device in question. No additional information has been received. As no information regarding the cleaning procedure and or cleaning protocols were received, the exact root cause for the contamination could not be determined. However, probable root causes include user failure to strictly adhere to the cleaning and disinfection instructions outlined in the instructions for use (IFU), or cross-contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.